Event description:
A customer reported false high tronponin I patient results while performing a patient comparison study with an alternate lot of vitros troponin I reagent. Elevated results of the magnitude obtained might initiate inappropriate physician action. There was no report of patient harm as a result of this event.